Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the button on the insulin pump were harder to press and less responsive. The customer¿s blood glucose was unknown. Customer reported that the batteries were lasted for 5 days only. The insulin pump will not be returned for analysis.